Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced absence of no delivery alarm. The customer's blood glucose reading was 215 mg/dl. The customer stated that the pump was not delivering insulin properly. After troubleshooting, the customer stated that insulin exited the tubing when they performed fixed prime. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.